Manufacturer narrative:
The ge service rep adjusted the left c-arm brake. He adjusted the wig wag brake and found the interconnect cable splitting. The brake is now working. The rep replaced the interconnect cable assembly. The system is operating as intended. This MDR is related to ge healthcare complaint number.

Event description:
The customer reported the left c-arm brake was not holding. Also there was no image on the monitor.